Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient had an onset of arterial hypertension during their hospitalization. The decision was made to administer the patient nitroglycerin and amlodipine. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
An event of hypertension, heart block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. However, it was noted that heart block is attributed to the pre-implant dilatation. The reported unexpected medical intervention was a result of case-specific circumstances as medication was provided. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of heart block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted that heart block is attributed to the pre-implant dilatation. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vantage, patient site ID: (B)(6) ((B)(4)). It was reported that on 06 august 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a complete atrioventricular block. The complete atrioventricular block occurred immediately after a pre-implant dilatation using a 20mm non-abbott device. While in cusp overlap view, the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the the membranous septum was 2-3mm and the final non-coronary cusp implant depth was 4mm. There was no difficulty experienced implanting the 25mm portico ng/navitor valve. The complete heart block persisted post-procedure. On 07 august 2024, the decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's complete heart block is attributed to the pre-implant dilatation. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.